Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with a rapid ventricular rate (rvr) that resulted in an inappropriate shock. Programming changes were made to restore normal parameters and the patient was treated with a medication change. The patient was stable.